Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation for an intervention procedure using a 4.0 x 120 mm armada 18 balloon catheter, bubbles were noticed in the syringe. Reportedly, air was leaking from the balloon catheter. A decision was made not to use the balloon catheter and the procedure was successfully completed with an unspecified balloon catheter. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.